Event description:
Additional information clarified that the site of the patient's infection was at the site of the lumbar and abdominal incisions. The patient's pump contained compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
An infection at lumbar and pump pocket site was reported. Patient experienced pain at pump site. Examination concluded infection of incisions on (B)(6) 2009. Pump and catheter were explanted. A replacement was done (B)(6) 2009. Patient outcome was reported resolved without sequelae.